Event description:
It was reported that the patient's vns was at 10% of battery life and premature end of life was suspected. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. The tablet data for the generator has been received and reviewed by the manufacturer. The vns generator battery was found to be in the 25% range. Based on the percent value of the battery capacity used, the battery voltage is lower than expected. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional relevant information has been received to date.

Event description:
The explanted vns generator was received by the manufacturer and is pending product analysis.

Event description:
Generator product analysis was completed. The reported premature end of life was duplicated in the product analysis, or pa, lab. The disparity between the battery voltage and consumption values indicates that the generator exhibits the same failure mechanism identified in the internal investigation for premature battery depletion events: contaminants on the edge of the printed circuit board assembly, or pcba. The generator was placed in a simulated body temperature environment and the output signal was monitored for more than 24 hours. No variation in the output signal was observed. The battery measured 2.688 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = yes condition. The generator performed according to functional specifications.

Event description:
It was reported that the patient's vns was at an intensified follow-up indicator, or ifi, = yes condition. The patient was referred for vns generator replacement surgery. The patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date.